Event description:
It was reported that the sterile packaging had a crack in it. The product was not involved in a case. There was no pt contact.

Manufacturer narrative:
Info anticipated, but unavailable at this time.